Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "does not recognize open door", was not reproduced. A review of the event history revealed "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch t-bracket is loose. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize open door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.